Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl at the time of incident. The customer reported treating their blood glucose with the insulin pump and manual injection. The customer's current blood glucose was 176 mg/dl. Customer also noted their carbohydrate settings were incorrect. The customer declined to troubleshoot for the insulin pump. The customer declined to return the insulin pump for analysis.